Event description:
It was reported that during a laparoscopic bowel resection procedure (on two separate spots), the rectal resection was completed and this device was being used to perform an end-to-end anastomosis. After firing, the proximal donut was incomplete and on inspection the anastomosis was noted to be incomplete as well. The anastomosis was hand sewn closed. The procedure was prolonged by 25 minutes as a result of this difficulty. The case was converted to an open procedure well in advance of this incident. Resections were done with open instrumentation. Procedure completed with same like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information: how was the procedure done? Open. What device was used for the proximal and distal transaction of the bowel? Proximal ntlc, distal contour. What color was the reload used? Proximal blue, distal blue. On what tissue type was the device used? Rectum. Does the surgeon normally use a purse string technique? Yes hand tied purse string. Did the surgeon use a purse string technique in this procedure? Yes. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Through. What confirmation did the surgeon receive that the anvil was firmly attached? Visual, tactile. When the device was fired, what was the location of the indicator within the gap setting scale? At 1.5 - 2.0. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Unk. How did the surgeon confirm the device was fully fired? Crunch heard, compressed until unable to fire further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from tissue? No. What steps were taken to confirm a successful anastomosis (i.e. Leak test, donut confirmation, etc)? Donut confirmation and visual examination of anastomosis what were the results of the tests/examinations: incomplete proximal donut and incomplete anastomosis. What were the medical indications for surgery? 2 separate lesions on bowel. Was a temporary ileostomy or permanent colostomy planned as part of this procedure? Yes. If yes, please indicate which: ileosotmy. Are there plans to reverse the ileostomy? No. Does the patient have any relevant history of surgical treatments? Yes significant co-morbidities, ischemia of heart. Has the patient recently had radiation or chemotherapy? No. What are the surgeon's pre-op and post-op regiment? Unk. Did someone other than the primary surgeon fire the device? Yes, scrub nurse. Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? Procedure was booked as laparoscopic but surgeon converted to open early into case, and well before firing of ecs29a. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.